Event description:
It was reported that the patient was having seizures. The date of onset was unknown. The pump was implanted for cancer pain. An MRI is planned for the day of report to see if they cancer had metastasized to the brain. It was noted that they were also looking at ¿the prialt as a potential cause.¿ it was later reported that given the low dose and concentration of the drug they do not fell the seizures were related to the drug but they were still planning an MRI. It was noted that the manufacturer representative was speaking to the patient at the time of report and patient was ¿oriented times 3.¿ the pump system was delivering fentanyl, clonidine, dilaudid and prialt. Additional information received reported there were no additional symptoms besides the seizures. The MRI results were reported as ¿negative.¿ it was noted that the pump was at minimum rate.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).